Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3012447612-2022-00219.

Event description:
It was reported that two virage screws loosened and one disassembled post-operatively after the patient may have fallen. A revision surgery was performed where the three screws were removed and replaced, and the construct was extended from levels c4 - t2 to c3 - t2. This is report one of three for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: device inspection revealed that two pieces from lot abq had cracks in the weld on one side. The third piece from lot abq had both welds broken, causing the lower housing to break into its two pieces and allowing the screw components to disassemble. The weld penetration depth was confirmed to be greater than minimum specification. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to the patient's fall or other unknown patient and operational factors. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device use and compatibility this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that two virage screws loosened and one disassembled post-operatively after the patient may have fallen. A revision surgery was performed where the three screws were removed and replaced, and the construct was extended from levels c4 - t2 to c3 - t2. This is report one of three for this event.